Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to trunnion failure. Intra-operatively, the head was found to be toggling on the severely worn trunnion and a copious amount of black tissue and fluid were noted. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm metal liner. Rep confirmed that there were no allegations against the revised liner.